Event description:
The customer stated that the insulin pump was submerged in water. The customer also stated that the insulin pump has a crack on the case. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and motor assembly.